Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is unconfirmed and could not be reproduced. One 19g x 3/4" w/y-site safestep infusion set was returned for evaluation. The sample did not show signs of damage to the luers or tubing and was within specification of all parts. The sample was pressurized and a leak was not observed. Due to the complaint being unable to be reproduced, this complaint is unconfirmed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by nurse that when using pulsatile flushing techniques with the ports, liquid is coming out of the blue end pieces. Writer attempted to reproduce this as this was happening with many lot numbers and was able to do so. Occurred during or after use. No harm reported, inconvenient. Patient was affected. No unexpected or prolonged care. Device contaminated with blood and/or body fluid contaminated,cytotoxic / chemotherapy,sharp it was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by nurse that when using pulsatile flushing techniques with the ports, liquid is coming out of the blue end pieces. Writer attempted to reproduce this as this was happening with many lot numbers and was able to do so. Occurred during or after use. No harm reported, inconvenient. Patient was affected. No unexpected or prolonged care. Device contaminated with blood and/or body fluid contaminated,cytotoxic / chemotherapy, sharp. It was reported this occurred with three devices. This report addresses the first device.